Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle was blocked and unable to inject the immunization. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: "unable to inject immunizations thru the needle".

Manufacturer narrative:
Investigation summary: one sample from lot number 1239317 was provided to our quality team for investigation. Upon visual inspection, no defects or issues were observed. Functional testing was performed, sample was connected to a syringe with saline solution and sample expelled the solution with normal flow. A device history record review was completed for provided lot number 1239317. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Based on the investigation with sample analysis the symptom reported could not be confirmed.

Event description:
It was reported that the bd safetyglide¿ needle was blocked and unable to inject the immunization. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: "unable to inject immunizations thru the needle".